Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Myocardial infarction and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.5x18mm and 3.0x8mm xience xpedition stents were implanted in the proximal left anterior descending (lad) coronary artery, 99% stenosed lesion. On (B)(6) 2016, the patient expired due to a myocardial infarction. The device relationship and specific information is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4).